Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners. The insulin pump was monitored and no unexpected bolus deliveries noted.

Event description:
It was reported that the customer had high blood glucose levels of 196 mg/dl. The customer reported accidentally programming a maximum bolus from the insulin pump. The customer does not want to have the scroll wrap feature on the insulin pump and would like to have the insulin pump replaced. Medtronic has informed customers of the scroll wrap feature and potential to deliver insulin through accidental button pushing through a safety notification letter. No additional information was provided.